Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort radiating around the ipg site in the groin area due to ipg migration. Reportedly, the device appears to be protruding through the skin surface towards the top of the incision. The patient's weight has increased since implant. Follow-up identified surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was repositioned down deeper in the pocket. Postoperatively, effective therapy was achieved and the issue in recovery.